Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer reported the hub of the puncture needle cracked and broke off during patient use. The needle was removed and a new set used without further issue. No patient harm reported.

Manufacturer narrative:
Qn#(B)(4). The customer provided two images showing a lidstock and two defective needles. Visual analysis revealed that the needle hub cracked and separated. A portion of the hub was still attached to the cannula. The customer also returned seven cvc representative kits for analysis. No definite signs-of-use were observed, and all the kits appeared completely sealed. Visual analysis did not reveal any defect or anomalies. The hub of the needle was tested with the male luer gage and was within the specified range. This indicates that the luer conforms to iso 594-1:1986. A device history record review was performed with no relevant findings. The report of a separated needle hub was confirmed by complaint investigation of the customer supplied photos. Visual examination revealed the hub was cracked and separated. A portion of the hub was still attached to the cannula. A device history record review was performed, and no relevant findings were identified. Based on the sample provided, design caused or contributed to this event. A CAPA was opened to further investigate this issue.

Event description:
Customer reported the hub of the puncture needle cracked and broke off during patient use. The needle was removed and a new set used without further issue. No patient harm reported.